Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. After a non-bsc guide wire crossed the lesion. A 1.5mm x 20mm x 142cm coyote es otw balloon catheter was selected and advanced to treat the target lesion. It was noted that there was no kink and no resistance during the procedure. The balloon ruptured at 6 atmospheres during first inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. After a non-bsc guide wire crossed the lesion. A 1.5mm x 20mm x 142cm coyote es otw balloon catheter was selected and advanced to treat the target lesion. It was noted that there was no kink and no resistance during the procedure. The balloon ruptured at 6 atmospheres during first inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. After a non-bsc guide wire crossed the lesion. A 1.5mm x 20mm x 142cm coyote es otw balloon catheter was selected and advanced to treat the target lesion. It was noted that there was no kink and no resistance during the procedure. The balloon ruptured at 6 atmospheres during first inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the coyote es catheter was received inside a carrier tube (hoop) within a coyote es product pouch and shelf box that matched the information on the device. Magnified inspection revealed a pinhole in the balloon wall aligned with the distal end of the markerband. There was bunching in the balloon material proximally from the pinhole, which may be related to the reported lesion characteristics. The markerband presented no irregularities that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).